Event description:
The treating doctor reported that the patient experienced tooth loss involving ul1, the tooth's root fractured and the crown broke, which led to inflammation and the need for extraction. It is unknown whether the patient required any additional medical intervention or medication to alleviate the reported symptoms.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The potential root cause of this event is unknown, however; when asked how the patient is doing by now treating doctor shared the patient felt irritated because of unexpected loss of a front tooth, but the extracted tooth in the aligner tray helps with the aesthetics. Align's clinical review of available records examined the initial cephalometric and panoramic images, while primarily diagnostic for orthodontic purposes reveals a radiolucent area at the apex of ul1, suggestive of a periapical lesion. It is well established that teeth with endodontic treatment, a post, and reduced remaining structure are more susceptible to fracture due to factors such as dentin dehydration, thinning of root walls, and overall structural compromise. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.